Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's remote transmission noted that the right atrial (ra) lead exhibited noise that inappropriately triggered automatic mode switch (ams) episode. No intervention was performed. The patient remained in stable condition and would continue to be monitored.